Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received several inappropriate shocks due to noise. The noise was also inhibited therapies and was reproduced with isometric movements. Tachy therapies were turned off and sent home with a life vest. The patient's condition is good. New lead will be implanted at a later date.